Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-09317) lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that patient presented to the ER after receiving a vibratory alert for eri. Upon review of device records, the device voltage had a sudden drop from the previous month. The device was explanted and replaced due to suspected premature battery depletion. There were no adverse consequences for the patient.